Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was brain death. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed.